Event description:
The hosp reported that the pt had a brain injury due to a suspected air embolism at the time of lvad implant. The surgeon reported difficulty with right ventricular function and pulmonary hypertension during implant resulting in poor left sided filling and low flows from the lvad.